Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch (act button). Unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. Pump received with minor scratched display window, cracked battery tube threads,cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 67 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.